Event description:
Correction: the correct patient identifier and dob are (B)(6) and (B)(6)1967; not (B)(6) and (B)(6) 1967 as previously reported. This MDR was also a duplicate. Any further information will be provided with report number 6000034-2024-00802.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to unspecific medical reasons. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.